Event description:
It was reported that auxiliary control unit watchdog and primary audible alarm background test events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of case (front lower left corner) and battery door. Case bottom cracked by left bracket. Both plunger cases were cracked. Unable to duplicate the customer's reported issues. The root cause of the reported issues was not found. No physical damaged was found on main speaker, interconnect board, main board. Actions taken to mitigate the reported issue: replaced main speaker and interconnect board as a preventive measure. Performed power up process and all functional test which passed. A corrective and preventative action has been opened to address the reported issue.